Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the patient mentioned that their "4th" implant (understood as actually the patient's 3rd implant based off replacement timeline provide) was supposed to be a 9 year battery and they had to have it replaced in (B)(6) 2020. Pt reported that the implant battery stopped working. Agent documented reported information. The patient reported that the implant ended up only lasting 2.5 to 3 years, so their battery depleted early.  The patient records do not accurately reflect the patients timeline so they exact years and models are unclear.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.